Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Unpacking, the physician found there was a hair inside the package.

Manufacturer narrative:
Visual inspection and analysis of the returned suspect navigator sheath revealed that the hair was stuck under the pouch label outside of the sterile barrier. The presence of a hair was confirmed, however, the device was not contaminated because the hair was outside of the sterile barrier. A DHR review was performed and no issues which might have caused or contributed to this complaint were identified. It should be noted that the event of foreign matter found outside the sterile package, is not considered a reportable event.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath set was used in a diagnosis procedure preformed on (B)(6) 2011. (Patient ID, age and weight are unknown) according to the complainant, during unpacking, a hair was noticed to be inside the sterile barrier of the device package. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."